Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 10/26/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and another sling was implanted on (B)(6) 2014. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-08367. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed urinary incontinence.

Manufacturer narrative:
It was reported the patient underwent sling implantation to treat stress urinary incontinence. After implantation the patient experienced pain and urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.